Event description:
During procedure clamp slipped. Additionally, the account stated that the clamp opened in the middle of a case while clamped on the aorta. There was no blood lost because the pt was on bypass, so the physician continued to work with the clamp until it worked. The case was completed without further incident.